Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus. The customer's blood glucose was not impacted. Reportedly, the customer was able to resume insulin delivery. The occlusion alarm occurred prior to contacting tandem technical support, the customer declined to troubleshoot to determine a possible cause of the occlusion. The customer stated that the occlusion alarm was cleared and insulin delivery was able to resume.